Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was located in the circumflex artery (cx). The physician predilated the lesion with a 2.50 x 8 mm voyager balloon and attempted to place a 2.50 x 8 mm taxus express2 drug eluting stent, but was unable to cross the lesion and a shaft break occurred. The procedure was successfully completed using another 2.50 x 8 mm taxus stent. No pt complications were reported. The pt's status is reported as "satisfactory/good".